Event description:
It was reported that insulin gauge on pump displayed amount different than caller expected, with fill estimate stuck at 70 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this could occur due to large differences in measured pressures used to calculate remaining insulin and was informed that once actual insulin in cartridge matched static display, gauge would begin counting down normally, and caller understood and acknowledged guidance.